Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not properly delivering insulin. The customer was uncertain if this issue was due to the infusion set sites or their body's insulin absorption. The customer's blood glucose (bg) levels would elevate up to 450mg/dl and correction boluses were delivered to address the bg levels. Tandem technical support advised the customer to consult with their healthcare provider in regards to areas that might work better for the infusion set sites. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. The customer's bg levels was in the high 300's mg/dl and correction boluses were delivered via the pump to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.